Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2017; 5076-45 lead, implanted: (B)(6) 2007. Evaluation summary: the device was returned and analyzed. Hybrid analysis confirmed that the missing-channel-markers issue was confirmed and was shown to be due the hybrid being fractured which, in turn, caused the critical telemetry c wave form (tcwf) trace to be severed. The hybrid fracture appears to have occurred during device assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) would not perform wireless telemetry. However, with wanded telemetry it functioned properly. The ICD was then explanted and replaced for system upgrade as it had reached recommended replacement time (rrt). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.